Event description:
It was reported that approximately 71 months post implant of a bifurcated device and a cuff stent graft, an endoleak was identified. The patient presented with unknown symptoms to the hospital on (B)(6) 2014 and had reportedly had been having some symptoms for a couple of weeks. The hospital performed a computed tomography scan which indicated the patient had a type I endoleak and possibly a contained rupture around the renals. The patient was admitted to the hospital and had the secondary procedure on (B)(6) 2014. The physician implanted a infrarenal device and placed it above the renals since the patient is on dialysis. The patient did well during the procedure and was doing good the day after the procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to an aortic neck that was greater than 32 mm in diameter. Cautionary product use conditions that might have contributed to this event included: the presence of thrombus within the aortic neck; a renal artery aneurysm; and, chronic renal failure and the inability to tolerate contrasted surveillance. The patient's medical history and device longevity might have contributed to this event as disease progression and/or aortic remodeling. Immediately post implant, a complication of acute renal failure was substantiated. The patient was eventually discharged home on post-operative day 12 with additional medical support for this condition. Seventy-two months post implant, the patient was urgently admitted for abdominal pain. There was substantiated evidence of: a contained juxtarenal aortic rupture; a complication of growth of a juxtarenal and right renal artery aneurysm; and, an inferior stent migration of the cuff. The patient had been on dialysis for two months prior to this event. The substantiated secondary procedure successfully deployed an infrarenal bridge stent over the renal arteries along with the deployment of a superior mesenteric artery stent; a maneuver not supported by the IFU. The patient was discharged home on the second post-operative day with antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.